Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, pil observed that evidence of sound abatement foam degradation/breakdown was not observed in this device. Secondary findings were observed. There were 14 errors were logged. Pil observed dust-like contamination at the air inlet, on the pca, in the blower box, flip lid seal, throughout humidifier enclosure, on and under the heater plate, in the iso port, throughout the inside enclosure and hair-like contamination on dry box seals. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil was unable to address the symptoms specified. In box d: device serviced by 3rd party? Device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg? (Device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.